Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the impella cp was being prepped for implant the physician came across that while opening the placement guidewire from housing - pulling out the guidewire was not smooth. They feel resistance, after pulling the wire out of housing there was a kink. The guidewire was not used on a patient and was replaced with a new guidewire so the procedure could be completed. There was no patient harm.

Manufacturer narrative:
The investigation of product damage (guidewire kink) has been completed. Product damage (guidewire kink): clinical reports resistance when pulling the 0.018 guidewire from the housing, and a kink in the was observed after removing it from the packaging. The product was returned for investigation and a kink was observed. The cause of the guidewire kink is not determined due to insufficient clinical details. G1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30355.